Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va0vzh6, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it felt like their eye muscle was being pulled, with them and the healthcare professional (hcp) unsure if it was related to stimulation or not as of the summer of 2016. It was stated that at their last visit to check the implantable neurostimulator (ins) it was discovered that one "contact" had come loose, and that the connection was lost somehow. Furthermore, on date notified the patient heard a "teeny" whirring noise that aligned perfectly with their eye muscle pulling, and during the whirring noise the patient eye got pulled. When the whirring stopped the patient's eye muscle also stopped pulling. Follow up with the hcp is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.